Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unidentified malfunction alarm occurred and the pump would not turn on. Customer reverted to using manual injections for insulin therapy. There was no reported impact to customer's blood glucose. Although multiple attempts were made by tandem technical support to obtain additional information, contact did not reply.